Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05770, related manufacturer reference number: 1627487-2023-05771. It was reported that the patient experienced ineffective therapy and did not charge their ipg as recommended and the ipg became unable to communicate with external devices and both of the patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and both leads were explanted and replaced to address the issue.